Event description:
Target was initially notified that during a procedure a coil jammed with the coil pusher in the catheter. Upon evaluation it was found that the coil pusher's core wire was broken and perforated its teflon sleeve, making this complaint an MDR. However, this event did not harm the pt, who was in good condition after the case.